Event description:
This study patient underwent carotid stent implantation and had hypoperfusion and an episode of bradycardia/asystole during the index procedure. This patient with unknown medical history underwent pta procedure of the target lesion was left internal carotid artery described as mildly calcified, non-tortuous, and 60% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with a st jude balloon. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unknown balloon. During the procedure, as the patient's blood flow became slow, blood around the target lesion was suctioned by an aspiration catheter (eliminate, clinical supply) and the flow returned to normal. When the stent was placed in the target lesion, the patient developed bradycardia / asystole. Therefore, the patient was given temporary pacing and recovered. The target lesion was post-dilated with an amiia balloon. According to the physician, this likely occurred due to carotid sinus reflex by stent placement. Neither of the devices is available for analysis.

Manufacturer narrative:
During the procedure the angioguard xp delivery system and stent (precise) were successfully placed. Pre-dilatation was conducted 3.5mm submarine, st. Jude medical at 7 atmospheres and post-dilatation was conducted with 4mm amiia balloon at 10 atmospheres. The patient was a male weight unknown. The target lesion was left internal carotid artery. There were mild calcification and no vessel tortuosity, the rate of stenosis was 60%. Additional information indicated that the diameter of the target lesion was 2mm, 15mm long and the diameter where the angioguard was deployed was 4.25mm. Medications giving pre-procedure consisted of aspirin, argatroban hydrate, clopidogrel, valsartan, amlopine, besilate, and gilbenclamide. Intra-procedure the patient received heparin. The act during the procedure was 352 seconds. The products were new, and all (IFU) instruction for use guidelines was followed for all the devices for prep, utilizing, etc. No further information was available. Note: facility lot number is cordis lot number 70708514. Per lake region report c 7,308: cordis corporation reported no product s expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the term of the actual device in question for evaluation, co is unable to determine the exact cause for this incident. Facility did review the device history records relative to the manufacturing, inspecting and packaging of lot. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. Bradycardia and transient asystole are well known potential adverse events associated with the carotid stent implantation procedure. These symptoms can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infarction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Review of the information suggests that vessel and procedural issues may have contributed to the reported events. The products were new. Medications given intra-procedure consisted of heparin, argatroban hydrate for 2 days since the day of the procedure, and the following medication at unknown time frame clopidogrel, valsartan, amlodipine besilate, and glibenclamide. The act during the procedure was 352 seconds. All IFU guidelines were followed for all the devices for prep, utilizing, etc. The target site measurement was 2mm, 15 mm long, and were the angioguard was deployed 4.25mm in diameter. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #9616099-2009-00740.